Event description:
The pt's skin at the PICC line insertion site was noted to be puckered. While staff was holding the line in one hand, tension was applied on the insertion site and the PICC line broke at the 9 cm mark. The line disappeared at the insertion site and the PICC line was subsequently retrieved by the surgeon.

Manufacturer narrative:
H-6: a review of the device history record revealed no discrepancies associated with this incident. A root cause analysis was unable to be performed as the sample was not returned.